Event description:
One patient died five weeks post-operatively (percutaneous rf procedure) from progressive liver failure secondary to lack of hepatic reserve after a large ablation (1 hcc, size 180 mm x 115 mm). Death was the result of underestimation of the hepatoma (overestimation of the remaining liver function) and too extensive rf ablation.